Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. Patient had an effusion before the procedure. During procedure, the device did not pass close criteria and patient experienced more effusion after multiple recaptures. The device was not implanted. A pericardiocentesis was performed and 200cc's of fluid was drained. The patient was reported stable.

Manufacturer narrative:
An event of effusion after multiple recaptures during the procedure requiring pericardiocentesis was reported. It was reported that patient had an effusion before the procedure that may have been exacerbated by the procedure leading to the complication being reported. The device was reported to be recaptured multiple times which could have contributed to the reported event. A returned device assessment could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined.